Event description:
After an implantation period of approx. 49 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead and the ICD were replaced.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between september 10th, 2019 and march 10th, 2020, recorded the rv pacing impedance initially at 450 ohms, before it rose abruptly above 3000 ohms in the middle of (B)(6) 2020 and after that gradually decrease onto 2300 ohms till the end of the recorded period. The rv pacing threshold was initially recorded at 1.5 v till in the middle of february 2020 the recording stopped. The rv shock impedance was initially recorded around 85 ohms, before the impedance dropped onto 65 ohms in the middle of (B)(6) 2020 and after that rose gradually onto 80 ohms till the end of the recorded period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.